Event description:
Caller reported that the indicated battery charge of their device dropped significantly in a short period of time. There was no adverse impact to the customer¿s blood glucose level. The issue, which was linked to a fuel gauge fluctuation, occurred earlier in the day but did not cause an unexpected shutdown. Technical support provided the caller with information on resetting the pump and advised on updating the pump software to prevent future occurrences. The customer acknowledged the guidance and understood the instructions provided.